Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system had a hardware failure because it sometimes had no response. The compute will be reinstalled. Concomitant medical products: other relevant device(s) are: product ID: 9735225. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system got halted frequently. There was no patient. Additional information was received. It was clarified that the halting referred to the system becoming unresponsive. They tried restarting the system. It was indicated that the system needs to be reinstalled.